Event description:
The caller reported a pt had acl surgery on 10/19/05, in which an autograft was used. The pt returned to the surgeon approximately 3 weeks post-op with the infection. The surgeon decided to remove both the graft and the device. The pt was treated for the infection, and is reportedly doing fine.